Manufacturer narrative:
Product analysis # (B)(4): analysis summary: the closurefast catheter was received for evaluation. The damaged fep section, observed by the naked eye, of the coil coating was examined with the aid of a microscope and a soft pick. The fep was bubbled and a section of the coil was exposed. Sanguine fluid residue was noted on the interior of the bubbled fep. The damaged fep coil coating was seen to be located in a bend of the coil. Due to the damaged fep coating of the coil continuity/resistance and functional testing was not conducted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the closurefast catheter to treat the great saphenous vein. It is reported during the procedure an advisory message showed uneven heating on the rfg2 screen. Treatment was stopped and the catheter was withdrawn. The physician observed bubbling of the lubricious coating of the heating coil. A new catheter was opened to complete the treatment. There were no adverse effects to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.